Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s touchscreen was frozen. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The connectors are in good condition, the cabinet and others parts are in good conditions, it is not necessary to replace batteries.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen was frozen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.